Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent and abdominal pain. The cause of the events was unknown. It was reported the patient was hospitalized for the events. It was not reported if the patient was treated for the events. Pd therapy was ongoing. At the time of this report, the patient outcome was unknown. No additional information is available.